Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and these transvenous implantable leads exhibited oversensing of noise. A lead extraction was performed and a lead fracture was observed on the ventricular lead.